Event description:
It was reported to philips that the system was not booting up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event, and the cases were moved to their other lab and successfully completed. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon troubleshooting, a standard reboot attempt was made by shutting down the system via the m cabinet breaker, allowing it to rest briefly, and powering it back on; however, the issue persisted. The logs were forwarded to the national support team, and rtac was contacted for additional analysis. A specialist identified the likely cause as either a software fault or an issue with the suite pc. It was decided to reload the system software. A current backup was confirmed on the software stick, and the software reload proceeded. Following a successful reload, the system booted to the normal interface. The backup was restored, and the system rebooted again. Full functionality was verified, including communication with the worklist, test patient handling, all x-ray modes, e-stop function, and study export. Multiple reboot tests confirmed stability. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.